Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample return is pending for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u415064rx pta balloon dilation catheter allegedly experienced material deformation and failure to advance. This report was received from a single source. This event did involve patient with no reported patient injury. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
H.10. For the reported event, lot number was provided, and a lot history review was performed. The sample was returned for evaluation and upon inspection, the alleged malfunction was confirmed. Based on the available information, a definitive root cause for the alleged malfunction could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u415064rx pta balloon dilation catheter allegedly experienced material deformation and failure to advance. This report was received from a single source. This event did involve patient with no reported patient injury. Age, weight, and gender were not provided for the patient.